Event description:
Procedure occurred on (B)(6) 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Following investigation was performed on both the returned device and received photographs visual inspection: the verse correction key was returned and received at us customer quality (cq). Upon visually inspecting the returned device and based on the image provided, it was observed that the threads were broken and returned. The lot number etched on the device was faded but has no impact on the device functionality. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was performed on the returned device. The outer diameter near the broken threads was measured to be not within the specification because of the broken threads. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Expedium verse dual lock assembly. Expedium verse dual lock poly lock. Investigation conclusion: the complaint condition was confirmed for the verse correction key. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: concomitant device reported: unknown screwdriver (part# unknown, lot# unknown , quantity 1) unknown screw (part# unknown, lot# unknown , quantity 1) unknown rods (part# unknown, lot# unknown , quantity 1) this complaint involves one (1) device.

Manufacturer narrative:
Additional product code: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a surgery the surgeon was extending spine construct and upon insertion the thread of the component the set screw stripped and fractured into 3 pieces. He removed and replaced it. The fragments were retrieved and removed from the patient without any additional intervention. The procedure was completed successfully without any delay reported. There was no patient consequence. This complaint involves one (1) device. This report is for (1)verse correction key. This is report 1 of 1 for (B)(4).